Event description:
It was reported that the bd ultra fine¿ pen needle failed to deliver insulin during the injection, and it was noticed after removing the pen needle that the non-patient end needle was bent. Additionally, it was reported that the consumer did not prime beforehand, nor visually tested to check if the needle was straight. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter: "consumer reported when she didn't get the insulin during the injection, she removed the pen needle and noticed needle was folded under on non patient end. Consumer does not do priming . She do not visually test to see if the needle is straight. She uses the new pen needle for her each time of her injection. She does rotate skin site."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
H.6. Investigation: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog & needle bent npe on lot # 8227633. Investigation summary: customer returned two (2) used 31g x 5mm bd pen needles without tear drop labels attached. Consumer reported when she didn't get the insulin during the injection, she removed the pen needle and noticed needle was folded under on non patient end. Both returned samples were examined, and both exhibited bent non-patient end (npe) cannulas, however, no evidence of manufacturing defects was observed. Since both samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needle to a pen injector. The bent npe cannulas would be the cause for no flow through the pen needle, hence, the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle failed to deliver insulin during the injection, and it was noticed after removing the pen needle that the non-patient end needle was bent. Additionally, it was reported that the consumer did not prime beforehand, nor visually tested to check if the needle was straight. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter: "consumer reported when she didn't get the insulin during the injection, she removed the pen needle and noticed needle was folded under on non patient end. Consumer does not do priming . She do not visually test to see if the needle is straight. She uses the new pen needle for her each time of her injection. She does rotate skin site."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle failed to deliver insulin during the injection, and it was noticed after removing the pen needle that the non-patient end needle was bent. Additionally, it was reported that the consumer did not prime beforehand, nor visually tested to check if the needle was straight. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter: "consumer reported when she didn't get the insulin during the injection, she removed the pen needle and noticed needle was folded under on non patient end. Consumer does not do priming . She do not visually test to see if the needle is straight. She uses the new pen needle for her each time of her injection. She does rotate skin site."